Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a significant change in battery longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Mean estimated longevity as of (B)(6) 2017 was approximately 7 months. The estimator may be underestimating by 2-3 years and is expected to catch up over time. If information is provided in the future, a supplemental report will be issued.